Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use. The philips field service engineer (fse) went onsite and confirmed that the system would crash intermittently. The actual cause of the issue could not be identified. However, the reinstallation of ghost by the field service engineer has resolved the reported issue and restored the functionality of the system. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was crashed. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.